Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6). Product type recharger b3: event date is month and year valid medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was that the charger was messed up. Pt said that the equipment would charge the implant (ins) for like 5 minutes and then it would turn off and say error 3 and to call mdt; pt confirmed that the error message was system problem rm03. Pt saw no apparent damage to the equipment. Agent had the pt reset the controller. Agent had the pt unlock the controller; pt saw settings not available appear. The controller was at 60% and the ins was at 40%. Agent had the pt initiate an ins recharging session; pt saw no device found appear so pt tapped try again. Pt saw no device found appear again, so agent had the pt tap recharge to go through passive recharge mode. Agent reviewed passive recharge mode with the pt. Pt saw the middle number on the trying to recharge appear as 97. Pt said that sometimes the ins itself would move around in the pocket when they were placing the recharger over the ins. Pt said that they could get recharging excellent for like five minutes before the error message would appear. Pt saw the batteries screen with the controller at 50% and the ins at 40% with recharging excellent indicated, however then system problem rm03 appeared. The issue was not resolved. Agent sent an e-mail to repair to replace the recharger. Pt asked why the ins would turn off below 30%; agent reviewed requested information with the pt. When asked for the event date, pt said that it was like two weeks ago.